Manufacturer narrative:
(B)(4). A baxter field service technician serviced this device on-site, so it will not be returned. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The writer will submit a follow-up emdr when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA mdq-CAPA (B)(4). A service history review was performed revealing the reported condition is related to previous reported problems with this pump.

Event description:
Baxter field service technician serviced a colleague infusion pump for a battery issue on-site. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is currently unknown for this device.